Event description:
It was reported that a surgical procedure was performed to revise this artificial urinary sphincter (aus) due to the patient experiencing recurrent urinary incontinence. The physician believed the implanted 4.5 cm cuff was too large and replaced it with a 4.0 cm cuff; the balloon and pump components were connected to the new cuff. Cystoscopy was performed afterward and confirmed the device was cycling appropriately. No further patient complications were reported.